Event description:
The customer reported that in the ec department, the product broke at the yellow connection, cracked and leaked. The product was possibly attached to the yellow IV catheter and broke at that site. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the product broke/cracked and leaked was confirmed. Visual inspection showed a crack extending end to end on the female luer. Functional testing showed a leak at the connection of the maxzero to the female luer. The root cause of the customer's report was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that in the ec department, the product broke at the yellow connection, cracked and leaked. The product was possibly attached to the yellow IV catheter and broke at that site. There was no report of patient harm.